Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received an unable to proceed alert during the fill tubing screen of a supply change. They restarted the device and attempted a dry run. The user successfully reached (B)(4) units during dry run with no alerts. After full supply change the user saw drops, applied a new infusion set and was able to resume insulin delivery.